Event description:
A customer reported via phone call indicating that their sensor displayed wrong readings of sensor and blood glucose. The patient's blood glucose was unknown at the time of the call. The customer was advised that the sensor can be replaced. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.